Manufacturer narrative:
The system was examined and the reported event was replicated. The power supply and printed circuit board (pcb) multifunctional in/output (mfio) were both replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 22, 2015. Based on qa assessment, the product met specifications at the time of release. The reported event was replicated and attributed to a nonconforming power supply and pcb mfio. However, it is inconclusive if only one module or if both modules were nonconforming. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that prior to a procedure, when turning on the system for the day, the system shut down after being on for a few seconds. The surgery was initiated and completed using an alternate system. There was no patient involvement.